Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Functional testing of the returned product identified the suction was not working and the motor made a high pitched noise. Visual examination of the interior of the hand piece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. There were brown burn marks found on the corners of the motor mounts. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the product pump was not working and would not spray and an unusual noise occurred when switched on. No harm or delay reported. At product evaluation brown burn marks found on the corners of the motor mounts. No adverse events were reported as a result of this malfunction. No additional event information available.